Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿introducer or needle will not release.¿ found before use. No report of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the provided lot number that could have contributed to the reported defect. Investigation conclusion: the defect was not confirmed through the investigation.